Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a power loss alarm. The customer¿s blood glucose level was 182 mg/dl. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The power management graph was in specification. No unexpected power loss alarms noted during testing. No unexpected pump error alarms, low battery alerts, replace battery alerts or replace battery now alarms noted in the pump history file. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, stained serial number label and severely faded end cap address label. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.